Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery compartment threads were damaged. It was reported the battery cap could not be secured properly to the battery compartment. The reporter noted no power loss issue and no moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.